Event description:
It was reported the patient's blood glucose level rose to 19.3mmol/l (347mg/dl) while wearing the pod for less than an hour. As treatment, the patient used an insulin pen.

Manufacturer narrative:
The returned device was received deployed. Investigation found the exposed portion of the soft cannula to be stretched and flattened. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the stretched soft cannula could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.